Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was in the hospital due to another illness. The blood glucose result was "up to 400 mg/dl" on an unknown device. The patient was treated with insulin via perfusor. It is unknown how long the patient was in the hospital.